Manufacturer narrative:
This is related to MDR report 3011632150-2022-00114. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report 3011632150-2022-00114. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was treated with two 6 x150mm biomimics 3d (bm3d) stents in the left leg to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to distal third arterial segment. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with standard percutaneous transluminal angioplasty (pta). The lesion was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified when the patient attended clinic with bilateral recurrent claudication symptoms. An ultrasound revealed a sfa stent occlusion. A left leg angiogram was completed on (B)(6) 2022 where a stent was noted extending to the origin of the sfa which occluded shortly after its origin with overlapping stents that extended down to hunter's canal. Intravascular ultrasound (ivus) was performed, which demonstrated the stent to be occluded throughout its length. The intervention on (B)(6) 2022 consisted of pta/standard balloon angioplasty and laser atherectomy on the sfa proximal third to distal third and was reported as a target lesion and target vessel revascularisation (tlr/tvr). There was no evidence of residual stenosis present on completion arteriogram. The restenosis was reported as possibly related to the device and not related to the procedure. It was target lesion related. The event is reported as resolved/recovered. The devices remain implanted.